Event description:
Information was received from a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that that she had been having a lot of problems with pain in her legs. The patient stated that it was excruciating pain, and they could not even walk. The pain started recently. The patient said that they suspected that the pump was not working correctly so they had the pump interrogated yesterday and they saw a service code 528 on the screen. The agent reviewed the meaning of the code. The patient mentioned that they had magnetic resonance imaging (MRI) in 2022. The patient was looking for a physician to fill her pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.